Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that there was a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: a review of the black box did not find any errors, alarms, or warnings related to the complaint. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The force sensor calibration was found to be within required specifications. The complaint could not be confirmed or duplicated on investigation. (B)(4).